Event description:
Customer reported erroneous low test results for c-reactive protein (crp) and immunoglobulin g (igg) were obtained when using the immage immunochemistry system. The test results were higher upon retest. Both assays were calibrated before and after the event. Quality control was within range before and after the event. The erroneous test results were reported out of the laboratory. Amended reports were issued. There were no reports of death, serious injury or affect to patient management associated with this event.

Manufacturer narrative:
The customer checked the cuvettes for cleanliness and checked the probes and syringes for leaks or bubbles. The customer also checked the cuvette wash head for signs of teflon peeling, no issues were found. On (B)(4) 2012, a beckman coulter field service engineer identified that the mixer paddles were dirty and replaced them. Reagent probe was also replaced for increased occurrence of level sense errors. Quality control was performed and was within range. Probable cause was determined to be either the mixer paddles or the reagent probe. As of (B)(4) 2012, there were no further reports of this issue.